Event description:
During a meniscal repair 5 fasteners were used. Of these, 2 fasteners broke and 4 silicone tubes/plastic collars came off of the inserter needle into the pt. The tubes/collars were retrieved, the affiliate believes that some of the broken fasteners remain in the body. They are reporting no pt harm due to this event. The case was concluded successfully without further incident.